Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the sleep current test, active current measurement test and self test. No unexpected pump error 25 alarm noted during testing. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and battery tube assembly noted. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is not within specs. Pump error 25 was found in history file on event date, (B)(6) 2025 13:00:00.000 due to j6 connector resistance issue. The pump was downloaded for second time and power management graph confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was received with minor scratches on lcd window and scratched case. In summary, customer alleged pump error 25 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for power error detected ¿ pump error. Customer reported receiving a power error detected alarm. Customer was able to clear alarm but was unable to complete the rewind process. No harm requiring medical intervention was reported. It was expected that the customer would discontinue the use of the pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.